Event description:
It was reported that during a lower anterior resection procedure, the anastamosis failed. Surgeon stated that the device did not fire staples, but the anastamosis fell apart. There was no reported pt consequence and a like instrument was used to complete the case. The second cdh firing held as expected.